Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing ahr (atrial high rate) diagnostics.

Event description:
It was reported that the patient was in atrial fibrillation (af) but the device was under-reporting at/af (atrial tachycardia/atrial fibrillation) diagnostics. The cause was non-zero collection delay. It was recommended to program the collection delay to zero. Data will be re-analyzed at the next check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).